Event description:
Problem noted or suspected: laser safety officer is responsible to insure proper working order of the lasers. While doing an inspection of this co's laser, rptr found that the actual output emitted from the laser was much higher than indicated. Also the laser could not be set greater than 28 watts (50 watts is the maximum setting in the computer microprocessor mode). Rptr's findings were: laser setting: 28 watts, actual reading: 52 watts, laser setting: 15 watts, actual reading 35 watts, laser setting: 10 watts, actual reading: 22 watts. This is an intermittent problem. One moment the laser has the proper output but when turned off and immediately turned back on the output would sometimes be higher. Rptr's concern is that this intermittent problem may be occurring without anyone being aware of it.